Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03163. It was reported that during a routine office check, alert section noted ventricular lead noise reversion, but no egms were available. Isometrics were performed and lead noise was unable to be reproduced. There was no allegation of malfunction against the lead. The patient was stable and would continue to be monitored.